Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
The customer alleges operating her scooter, when suddenly, the tie rod came apart, causing the scooter to veer to the right, pinning her prosthetic leg. The customer was ejected through a gate and crashed into a bus.